Event description:
It was reported that a shaft separation occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, difficulty removing the balloon protector cap was encountered and the green shaft broke more than 15 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4)

Manufacturer narrative:
The complaint device was returned for evaluation. The returned device had the balloon protector attached over the balloon. It was observed that the condition of the returned device was consistent with the complaint incident. The catheter was returned in 2 sections as a result of a shaft detachment at 25.4cm from the catheter tip. A kink was present proximal to the proximal balloon bond approximately 3.1cm from the catheter tip. The damage noted on the returned unit is consistent with excessive force being applied to the unit during handling. It was not possible to apply a vacuum to the balloon to remove the balloon protector as the shaft was broken, however the balloon protector was removed from the balloon with no resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that a shaft separation occurred. The 90% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon flextome monorail was selected to treat the target lesion. During preparation, difficulty removing the balloon protector cap was encountered and the green shaft broke more than 15 cm from the hub. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.